Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012. During the procedure, the blade would not advance far enough. It is unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.